Manufacturer narrative:
(B)(4). Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. Unit was received with normal operating currents and passed a21 error test and self-test. Motor passed motor test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. No broken battery tube threads noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was high as 380 mg/dl treated with the pump, however declined to troubleshoot. The customer states had crack on the top of the battery compartment. Troubleshooting was performed for damaged. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.